Event description:
The original info available on this pt came from an attorney, not a healthcare professional. It is not known what the pt was originally treated for at the time the product was implanted. At some later date (unk) the pt complained of serious bodily injuries including extreme pain, erosion of her internal tissues, chronic infection, dyspareunia and other injuries. An attempt was made to contact the pt's physician for add'l info but the response was that no add'l info would be provided without the pt's consent via a signed release. This was not obtained.

Manufacturer narrative:
Product info including lot number were not available, therefore, no device history record could be reviewed. No add'l info has been made available. This is a legal case.